Manufacturer narrative:
The foreign user facility did not submit a user facility report to the manufacturer. (B)(4). The following information concerning the evaluation of the device by the foreign user facility is a summary of the information provided by the foreign user facility representative to a carefusion (B)(4) (our EU representative) technical support representative. Carefusion has requested that the foreign user facility provide a list of affected parts within the infant flow sipap driver that needed to be cleaned. As of december, 2014 they have not provided that information. Should carefusion receive additional information, we will submit a follow-up medwatch report.

Event description:
The following description of the event was copied from a mda adverse incident report from the medicines and healthcare products regulatory agency (mhra) reported to carefusion (B)(4) relayed to carefusion (B)(4) (our EU representative) and relayed to carefusion (B)(4) via e-mail. "CPAP machines x5 on neonatal unit found to be contaminated with mineral oil, suspected to be from compressor pumps operating piped air supply to unit. Oil vapour condensed in air flow meter on CPAP machine." "CPAP equipment disconnected from patients and replaced, affected machines to be stripped and cleaned. Air supply system switched across to cylinder air supply. Pipe line checked to verify clean air supply. Investigation into cause ongoing, suspected to be from compressor pump system in operation at time of incident."